Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. A cracked case, scratched lcd window and broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 405mg/dl. The customer stated that she was in the hospital for the blood glucose value. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.